Event description:
It was reported that an alert for a high out of range shock impedance measurement for this right ventricular (rv) lead was observed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.